Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted on 22 dec 2025. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.